Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were in emergency room due to high blood glucose on (B)(6) 2021 with blood glucose level was 600 mg/dl. The customer was treated with placed on intravenous insulin. Customer stated that they did not used auto mode feature at time of high blood glucose event. Customer stated the reservoir when using it and stick was not working. Customer stated the stick was occluded did not let insulin exit through. The insulin pump will not be returned for analysis.